Event description:
It was reported that during routine follow-up, a loss of capture was observed on the atrial lead. No patient symptoms were reported. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.